Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received an adc freestyle libre sensor scan result that was lower than he felt. Customer received a sensor scan result of 128 mg/dl and was seen at a hospital where a lab result of 405 mg/dl was reportedly obtained within 10 minutes. The results were plotted on a parke's error grid and fell into the 'c zone', showing the difference in values to be clinically significant. It was further reported the customer was diagnosed with diabetic ketoacidosis (dka), treated with insulin (dose/type unknown), and hospitalized (duration unspecified). Customer reported being an insulin pump user and that his "pump was not working due to a technical problem".

Event description:
Customer reported he received an adc freestyle libre sensor scan result that was lower than he felt. Customer received a sensor scan result of 128 mg/dl and was seen at a hospital where a lab result of 405 mg/dl was reportedly obtained within 10 minutes. The results were plotted on a parke's error grid and fell into the 'c zone', showing the difference in values to be clinically significant. It was further reported the customer was diagnosed with diabetic ketoacidosis (dka), treated with insulin (dose/type unknown), and hospitalized (duration unspecified). Customer reported being an insulin pump user and that his "pump was not working due to a technical problem".

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.